Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal coil was seen to be kinked. The main coil was seen to be extremely stretched, the suture damaged and the main coil was fractured. A functional inspection was not performed dur to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'main coil stretched' was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil was stretched inside the catheter and no additional information was provided by the customer. During analysis, the distal coil was seen to be kinked. The main coil was found to be significantly stretched, with the suture damaged and the main coil fractured. An assignable cause of handling damage will be assigned to as analyzed 'coil delivery wire kinked/bent' as this complaint appears to be associated with handling of the product or portion of the product during the procedure / upon removal of the product from the packaging / preparation of the product prior to use. An assignable cause of procedural factors will be assigned to as reported as well as analyzed 'main coil stretched' and as analyzed codes 'main coil broken/fractured during use' and 'main coil suture damage' as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject coil was returned for analysis and it was discovered that the subject coil was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.